Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise on the right ventricular lead. The patient was in good condition following the event. Lead replacement is planned. The patient transferred to a different hospital; no further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.